Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary ==> according to the information provided. It was reported that during the shoulder arthroscopic surgery, after worked for two minutes, could not work again. Another device was used to complete the surgery. Saline residue in suction tube, no anomalies on the device, not ablate or coag return to gyrus for further analysis supplier evaluation result for vapr s90 4.0mm w/integr hdp: device was not returned in the original packaging, distal active tip appears in a used condition, saline residue visible in suction tube, no visible damage to handle, cable or plug.the electrical test was performed with the different parameter, as a result active continuity test fail, the remaining test passed. To investigate the active continuity failure, the handle was opened up and continuity checks performed to locate the breakdown in active continuity, some measurements zones were performed:plug to proximal end of crimp as result pass, across electrical crimp as result fail, distal end of crimp to active tip as result pass.the device was functional testing using vaprvue generator, the test included different values as a setting and the activation in ablate and coagulation fail. Supplier summary: the investigation substantiated the customer¿s claim that the ¿device didn¿t work¿. A break in continuity across the electrical crimp was discovered. During the functional tests no activation at the distal tip was observed on either ablate or coag mode. After a period of 16 seconds of pressing the ablate foot pedal the device began and continued to work. The continuity between the plug pin and distal tip was re-measured and found to now be within specification. From our investigation we were able to confirm the customer reported defect, the returned device was found to exhibit intermittent connection in continuity across the electrical crimp contained within the handle. A CAPA investigation was initiated to investigate the intermittent connection within the device handle which resulted in a design activity to improve the robustness of the electrical connections. At this point, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter phone number: (B)(4). UDI: (B)(4).

Event description:
It was reported by the affiliate via phone that during a shoulder arthroscopic surgery the vapr s90 4.0 mm w/integr hdp -ea stopped working after been used for 2 minutes and it could not work again. The procedure was completed using another device. No patient consequence and no surgical delay was reported. No additional information was provided. The device was returned for evaluation. In-house testing observed the ablation and coagulation functions failed to operate. The device was returned to the manufacturer for an in-depth evaluation.